Manufacturer narrative:
(B)(4) belongs to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: please note this date is only month and year valid. Information references the main component of the system and other applicable components are: product ID 3777-45, lot# v645820013, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: extension.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the tip of the chronic intractable pain patient¿s cervical lead was fractured. Impedance testing performed in 2013 identified a high lead impedance and as a result the hcp ¿judged that the electrode at the tip of the lead was fractured.¿ though this issue was initially found in (B)(6) 2013, the patient¿s therapy settings were reprogrammed at that time and they continued to receive treatment from their device. There were no particular settings performed during outpatient visits since that time. In 2017, the patient visited the hospital ¿complaining that the effect was decreased¿ and requesting lead removal. During the lead removal procedure performed on (B)(6) 2017, it was ¿found that two electrodes at the tip of the lead and the lower were fractured.¿ though the lead was removed at that time, it was noted that ¿the two electrodes at the tip of the lead remained in the patient¿s body¿ following the procedure. The cause of the lead tip fracture was unknown; it was speculated that the issue may be due to aging or large cervical spine movement. The issue was reportedly resolved following the removal of the patient¿s lead, extension, and implantable neurostimulator.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the distal end conductor broken. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Due to the condition of the returned lead, only a careful microscopic examination was performed. During visual analysis of the lead, it was noted the proximal end was not returned. During visual analysis of the lead, it was noted part(s) (part of the distal end of the lead including the #0 and #1 electrodes were broken off at the distal edge of the #2 electrode and not returned) of the distal end were not returned. Analysis observed the electrode(s) of the lead were pulled out/off. Conclusion code belongs to the lead.